Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been received. The service history record was reviewed and no repair information was found. Date rec'd by MFR: 12/14/2015.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.